Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2021 has been included in this health authority report. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as (B)(4).

Event description:
It was reported that there was an overnight endotracheal tube change due to a cuff leak. Per additional information received (B)(6) 2021, the event occurred "a few nights before" (B)(6) 2021. The patient had been agitated and was chewing on the tube, however there were no obvious signs of damage to the tube.